Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial tachycardia ablation procedure, a cardiac perforation occurred. After mapping had been performed the ablation catheter was introduced into the left atrium through the foramen ovale. During this mapping the patient became hypotensive which improved with ephedrine. A echocardiogram revealed the pericardial effusion so a pericardiocentesis and electrical cardioversion were performed to return the patient to a normal sinus rhythm. The patient remained stable and was transferred to the ICU for continued monitoring before being discharged home. There were no performance issues with any abbott device.